Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the identified photos: the photo shows two devices labeled as left and right side, both devices apparently has an opening because there is no fluid inside the shell but cannot be confirmed due to photo quality. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Information contained in this report was previously submitted through asr on 15-apr-2017.

Event description:
Health professional reported right side deflation. Device has been explanted.